Event description:
It was reported that during the procedure of this right ventricular (rv) lead there was an issue with fully extending the helix. High pace impedance measurements were noted during testing and extension of the helix was not possible. A new lead was used. This lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the procedure of this right ventricular (rv) lead there was an issue with fully extending the helix. High pace impedance measurements were noted during testing and extension of the helix was not possible. A new lead was used. This lead will be returned. No adverse patient effects were reported.